Event description:
In (B)(6) 2010, the patient started peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient began remedial therapy with fortum (1gm, daily, intraperitoneally (ip), reflin (1gm, daily, ip) and vancomycin (1gm, daily, intravenously). On (B)(6) 2010, a peritoneal effluent analysis and culture were performed. The results of the culture were unknown. On an unspecified date in (B)(6) 2010, pd therapy was discontinued and the patient's peritoneal dialysis catheter was removed. It was unknown whether the peritonitis resolved. No concomitant medications were reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.